Event description:
As reported: patient suffered vtach event 2 days post-operative of debridement of diabetic hand abscess procedure on (B)(6) 2022, and a left heart catheterization was performed that resulted in lad occlusion, a stent placed in the ramus and rca arteries. Patient had ef of approximately 20% so heart pump was placed for support (additional info reported insertion date was (B)(6) 2022). Five hours later physician was called for vascular consult due to expanding hematoma. Upon examination of patient, it was determined that the extreme swelling of left groin and scrotum was consistent with arterial injury at heart pump insertion site. Patient was currently intubated, on a single pressor, and sedated. After heart pump insertion patient had hematoma form at access site and scrotal area. It was determined that surgical removal of heart pump device would be performed. Physician was concerned that patient was not stable for surgical intervention and contacted teleflex representative to use manta for closure. Teleflex representatives arrived and manta was used for successful closure of patient access site and patient was in stable condition post procedure with no further signs of bleeding and distal pulses present by doppler. It was learned from physician, that patient ended up in complete organ failure and expired approximately 33 days later.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, patient had an urgent debridement of a diabetic hand abscess and suffered vtach two days post-operation. A heart catheterization resulted in lad occlusion, and stents were placed in the ramus and rca arteries. A heart pump was placed for support, however, five hours later, the patient presented with severe bleeding in the left groin and scrotum, and an expanding hematoma formed at the access. It was determined, following examination, the extreme swelling of the left groin and scrotum was consistent with an arterial injury that occurred at the insertion site. The patient was intubated, on a single pressor, and sedated. Cta imaging revealed extravasation near the left common femoral artery (lcfa) from medial to the heart pump. Heparin administered was due to the bleeding. The physician's plan was to remove the heart pump, open repair the lcfa, and close the site with a 14f manta. Once the heart pump was removed, manual pressure was held, the manta depth locator was advanced, and depth measurement was recorded at 5.5cm + 1cm. The depth locator was removed, and the manta sheath was advanced to the 6.5cm depth measurement. The manta closure was then inserted and deployed. Following deployment, no bleeding was visible at the access. Doppler indicated dorsalis pedis and posterior tibial pulse signals were heard. The manta deployed with no complications, closing the patient access site successfully and the patient was in stable condition. It was learned thirty-three days later the patient expired due to complete organ failure.